Manufacturer narrative:
Additional medwatch information received.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "infusion pump stopped infusing veletri."

Manufacturer narrative:
The customer¿s report that an infusion may have stopped for a period of time was confirmed. Physical inspection showed the device was in fair condition with the instrument seal intact; there were dents and chips at the corners of the rear case. Analysis of the pcu event log shows that veletri was likely infusing on the suspect pump module (channel d) at 2.4ml/hr. The programming occurred prior to the entries in the received pcu event log, however based on the infusion parameters seen in the log, the medication is believed to be veletri. The veletri infusion stopped at 7:08 am on (B)(6) 2017 due to a channel disconnect event. The pump module event log shows the disconnect was due to a temporary loss of power. The device then remained idle until 7:49 am when a basic infusion was programmed at 2.4ml/hr. The log shows that between 5:00 am and 8:32 am on 04 september 2017, additional infusions included the following: amiodarone bolus at 400ml/hr (channel a); IV fluid at 5ml/hr, secondary of meropenem at 100ml/hr, and amiodarone 360mg/200ml at 33.3ml/hr (channel b); epinephrine 4mg/250ml at 11.3ml/hr (channel c). The proximate cause of the reported event is believed to be the channel disconnect event, which interrupted the infusion. The reason the device was allowed to remain idle for 41 minutes before restarting the infusion is unknown. The root cause of the channel disconnect was not identified. The suspect parts were replaced by the customer prior to returning the device for investigation.

Manufacturer narrative:
The affected device has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a critical care patient receiving maintenance IV fluids at 5 ml/hr and veletri at a concentration of 15,000 ng/ml at 0.0006 ng/min began to experience shortness of breath, went into cardiopulmonary arrest, and died. The customer has requested an event log review to determine the rates and medications that were infusing at the time of the patient¿s demise. The customer suspects that the veletri continuous infusion may have been stopped for an unknown length of time prior to the event. The devices involved were evaluated by the facility¿s biomedical department who found contamination and corrosion present on the iui connectors of the pc unit and pump modules. The iui connectors were replaced. The customer does not allege that the condition of the iui connectors contributed to the patient event.